Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of separation could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model 2420-0007 lot number 25043270 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had a separation. The following information was provided by the initial reporter: material # 2420-0007. Batch # 25043270. Verbatim: rcc received a complaint via email. Email(s) attached. Please see below, there was an incident where the bd alaris pump tubing separated from itself right above the pump. I¿m waiting for confirmation from the clinical team that this was an isolated case, but will let you know. The tubing was also preserved to provide you as a sample, so just let us know if you would like it returned. I wanted to reach out as we had a safety event reported where a caregiver experienced the following when using a bd alaris pump infusion set (B)(4) great job to the team for recognizing this issue and escalating it to share awareness! When hanging IV potassium the IV tubing separated just above the IV pump and fell apart. Rn immediately clamped the tubing so no medication was wasted. New tubing was used and patient was given medication as ordered. No detectable harm. Additional information provided: 1. Can you please provide an exact date of event in mm-dd-yyyy format? (B)(6) 2025 2. Can you please provide the lot number of the product associated with reported issue? - lot # 25043270.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.